Manufacturer narrative:
Investigation summary: three photos were provided. They show a plunger rod with the rubber stopper. The silicone applied to the stopper is visible with no run outs or any noticeable excess. One photo shows a barrel with no plunger rod-rubber stopper. It shows what appear an air bubble in the barrel wall or a drop of a substance. From the photo there is no way to confirm what exactly is. Root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 9242252 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s.

Event description:
It was reported that there was foreign matter (silicone) past plunger with a bd luer-lok¿ syringe bulk sterile pharmacy convenience pak. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that multiple syringes were observed to have what was thought to be silicone fluid past the plunger seal but after removing the plunger, the fluid solidified into a crust.